Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During procedure the right ventricular lead had insulation damage and exhibited high impedance. The lead was explanted and replaced. The patient was stable prior, during and post procedure.